Manufacturer narrative:
(B)(4) date sent: 2/9/2024 d4: batch # 440c45 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing mechanism damaged and with a 6r45b reload loaded in the device. The reload was received fully fired and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device and no jaw force measurement was taken due to the knife was advanced and not able to be returned during the dry fired. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 440c45, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that the ats45 was used for an appendectomy in pediatric surgery. The user told me that he first closed the instrument, then fired. After that, the instrument was not able to open. They have taken a new instrument which was set below the old. After that, they were able to remove the old stapler with the appendix. They opened the defective stapler with pliers, to remove the tissue. The patient is doing well and there was only a delay.